Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced pain at ipg site. Surgical intervention may take place address the issue.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received identified that patient experienced infection on the right hip pocket. As a result, surgical intervention was undertaken wherein the pocket was revised and ipg explanted and replaced to address the issue.